Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain in the form of cramping') in a 34-year-old female patient who had essure (batch no. 654824) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical vertebra injury (it was also done in 2008) in 2000, herniated disc, gastric bypass, breast tenderness, nipple discharge and grand multiparity. Concurrent conditions included overweight, hypertension and muscle atrophy. Family history included heart disease, unspecified (mother died at 72). Concomitant products included medroxyprogesterone acetate (depo-provera) in 2009 for contraception as well as from 2009 to 2012, iron and metoprolol. In 2009, the patient experienced urinary tract infection ("uti"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), panic attack ("psychological or psychiatric problems condition: panic attacks"), feeling abnormal ("psychological or psychiatric problems condition: brain fog"), loss of libido ("loss of libido") and abdominal distension ("severe bloating") and was found to have the first episode of weight increased ("inability to control weight"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune disorder - type of disorder: fibromyalgia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish"), muscle spasms ("autoimmune disorder - type of disorder: muscle spams"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy") with hypersensitivity, dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("pain back (constant, severe) (fequent,mild severe)"), arthralgia ("joint pain"), neuralgia ("nerve and muscle spasm/nerve pain"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("migraines / headaches"). In 2015, the patient experienced vaginal infection ("infections in the form of vaginitis/infection (bladder/ urinary tract/vaginal) type: vaginal") and was found to have the second episode of weight increased ("weight gain"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), blood loss anaemia ("anemia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), hypoglycaemia ("iron, vitamin b12, vit d, hypoglycemia"), vitamin b12 deficiency ("iron, vitamin b12, vit d, hypoglycemia"), vitamin d deficiency ("iron, vitamin b12, vit d, hypoglycemia"), nausea ("nausea"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), anaemia ("other injury(ies) or complication : anemia"), cystitis ("bladder infection") and vaginal discharge ("vaginal discharge"). The patient was treated with alprazolam (xanax), blood transfusion, auxiliary products, diclofenac sodium, iron, phentermine, retinol acetate, sumatriptan, tramadol, vitamin d nos (vitamin d) and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, uterine haemorrhage, blood loss anaemia, fibromyalgia, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, bladder disorder, urinary tract disorder, female sexual dysfunction, panic attack, depression, anxiety, feeling abnormal, muscle spasms, rash, migraine, hypoglycaemia, vitamin b12 deficiency, vitamin d deficiency, nausea, dysmenorrhoea, allergy to metals, dyspareunia, back pain, arthralgia, neuralgia, fatigue, the last episode of weight increased, gastrointestinal disorder, alopecia, loss of libido, abdominal distension, headache, anaemia, cystitis and vaginal discharge outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, bladder disorder, blood loss anaemia, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, headache, hypoglycaemia, loss of libido, menorrhagia, migraine, muscle spasms, nausea, neuralgia, panic attack, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin b12 deficiency, vitamin d deficiency, the first episode of weight increased and the second episode of weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: anticipated or scheduled date of essure removal is 2018. Patient received treatment for vag. Discharge, bladder infection, bladder problems, urinary problems, uti approximately l expanded outer coil was visualized trailing into the uterus. The same procedure was then performed with the right tubal ostia as described above.. Patient had preoperative visit for total abdominal hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - in april 2011: results: essure device was successfully occluded.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain in the form of cramping') in a (B)(6) patient who had essure (batch no. 654824) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical vertebra injury (it was also done in 2008) in 2000, herniated disc, gastric bypass, breast tenderness, nipple discharge and grand multiparity. Concurrent conditions included overweight, hypertension and muscle atrophy. Family history included heart disease, unspecified (mother died at (B)(6)). Concomitant products included medroxyprogesterone acetate (depo-provera) in 2009 for contraception as well as from 2009 to 2012, iron and metoprolol. In 2009, the patient experienced urinary tract infection ("uti"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), panic attack ("psychological or psychiatric problems condition: panic attacks"), feeling abnormal ("psychological or psychiatric problems condition: brain fog"), loss of libido ("loss of libido") and abdominal distension ("severe bloating") and was found to have the first episode of weight increased ("inability to control weight"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune disorder - type of disorder: fibromyalgia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish"), muscle spasms ("autoimmune disorder - type of disorder: muscle spams"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy") with hypersensitivity, dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("pain back (constant, severe) (fequent,mild severe)"), arthralgia ("joint pain"), neuralgia ("nerve and muscle spasm/nerve pain"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("migraines / headaches"). In 2015, the patient experienced vaginal infection ("infections in the form of vaginitis/infection (bladder/ urinary tract/vaginal) type: vaginal") and was found to have the second episode of weight increased ("weight gain"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), blood loss anaemia ("anemia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), hypoglycaemia ("iron, vitamin b12, vit d, hypoglycemia"), vitamin b12 deficiency ("iron, vitamin b12, vit d, hypoglycemia"), vitamin d deficiency ("iron, vitamin b12, vit d, hypoglycemia"), nausea ("nausea"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), anaemia ("other injury(ies) or complication : anemia"), cystitis ("bladder infection") and vaginal discharge ("vaginal discharge"). The patient was treated with alprazolam (xanax), blood transfusion, auxiliary products, diclofenac sodium, iron, phentermine, retinol acetate, sumatriptan, tramadol, vitamin d nos (vitamin d) and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, uterine haemorrhage, blood loss anaemia, fibromyalgia, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, bladder disorder, urinary tract disorder, female sexual dysfunction, panic attack, depression, anxiety, feeling abnormal, muscle spasms, rash, migraine, hypoglycaemia, vitamin b12 deficiency, vitamin d deficiency, nausea, dysmenorrhoea, allergy to metals, dyspareunia, back pain, arthralgia, neuralgia, fatigue, the last episode of weight increased, gastrointestinal disorder, alopecia, loss of libido, abdominal distension, headache, anaemia, cystitis and vaginal discharge outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, bladder disorder, blood loss anaemia, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, headache, hypoglycaemia, loss of libido, menorrhagia, migraine, muscle spasms, nausea, neuralgia, panic attack, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin b12 deficiency, vitamin d deficiency, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: anticipated or scheduled date of essure removal is 2018. Patient received treatment for vag. Discharge, bladder infection, bladder problems, urinary problems, uti approximately l expanded outer coil was visualized trailing into the uterus. The same procedure was then performed with the right tubal ostia as described above.. Patient had preoperative visit for total abdominal hysterectomy with bilateral salpingectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2021: the case becomes serious incident. Mr received. Reporter information , other relevant history, removal details added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.